Event description:
It was reported that on (B)(6) 2013, the pt came to hospital for hemodialysis. The nurse found the catheter was out of the position 3 cm. She reported it to the doctor. Then the doctor found the catheter was separated from the cuff. A new device was placed.

Manufacturer narrative:
The complaint of a detached surecuff/heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. At this time the mechanism of damage is undetermined. The detached surecuff/heat sleeve was not returned for evaluation. A lot history review (lhr) of revl0443 showed one other similar product complaint(s) from this lot number.